Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple brief hypoglycemic events after meal announcements during the first week of ilet use, with the lowest blood glucose of 53 mg/dl; the user treated lows with oral carbohydrates, the device issued low and urgent low alerts, insulin delivery stopped below threshold, and the user entered a fingerstick reading for calibration when a discrepancy with sensor glucose was observed. Symptoms included sweating, slight lightheadedness, and palpitations. Outcomes included successful self-treatment without assistance or medical intervention. Investigation included review of device-reported data and user report, along with troubleshooting and education on expected glycemic variability during initial algorithm adaptation. Investigation of this case revealed that the lows occurred post-meal announcement and were consistent with early adaptation of the automated insulin-dosing algorithm, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with early learning behavior and user self-management, and the event was non-serious. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Event description:
A review of pt reports determined that hyperglycemia preceded hypoglycemia.